Manufacturer narrative:
Additional information was received that the bleeding was resolved using a non-bsc bander. Boston scientific no longer considers this to be a serious injury reportable event. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: additional information b1, b2, b5, h1, h6 (impact codes), and h11 have been updated based on the additional information received on december 1, 2024.

Event description:
This report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During procedure, a band was attempted to be deployed on an actively bleeding esophageal varices; however, the band could not be deployed. A second speedband superview super 7 was used, but the same thing happened. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the devices. There was bleeding reported as complication due to the device malfunction. Additional information received on december 1, 2024: the esophageal varices already ruptured prior to use of the speedband devices. The bleeding was not resolved on its own, so they had to use a non-boston scientific bander to address the active bleed. The procedure was completed with the non-boston scientific, and it successfully resolved the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f12 captures the reportable event of serious injury. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During procedure, a band was attempted to be deployed on an actively bleeding esophageal varices; however, the band could not be deployed. A second speedband superview super 7 was used, but the same thing happened. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the devices. There was bleeding reported as complication due to the device malfunction. No further information has been obtained despite good faith efforts.